Event description:
A consumer reported that following toric intraocular lens (iol) implant surgery, his vision was greatly diminished and was worse compared to what it was before the surgery. He also reported flashing and flickering of vision when scanning a printed page and difficulty focusing. The patient had pre-existing keratoconus. In a follow-up, the consumer reported the toric lens was repositioned in a secondary surgical procedure. His vision continues to "flutter" when reading. The consumer was not satisfied with his surgeon's prognosis, so he will be seeking a second opinion. At the consumer's request, the surgeon was not contacted for additional information.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. At the request of the consumer, the surgeon was not contacted. (B)(4).